Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient¿s cardiac resynchronization therapy defibrillator (crt-d) and competitor right ventricular (rv) lead exhibited a high shock impedance measurement of greater than 200 ohms. The cause of the impedance issue remains unknown and no intervention has been performed at this time. The crt-d and rv lead continue to remain implanted and in service. No adverse patient effects were reported.

Event description:
Additional information made available from the field indicated that the patient's crt-d was reprogrammed and all measurements returned to normal. The patient's system continues to remain implanted and in service. No adverse patient effects were reported.